Event description:
It was reported that the telemetry strip did not display the p-waves from the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419478 lead, implanted (B)(6) 2005; 694775 lead, implanted (B)(6) 2012. (B)(4).